Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced with another of a different model for an unknown reason. The procedure was completed, and patient was successfully programmed. The patient did well post-operatively. Additional information has not provided despite good faith efforts. Additional information received that reason for revision was that high impedances were out of range and for elective implantable pulse generator (ipg) upgrade to a magnetic resonance imaging (MRI) compatible device, however it is unknown if reprogramming was attempted.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced with another of a different model for an unknown reason. The procedure was completed, and patient was successfully programmed. The patient did well post-operatively. Additional information has not provided despite good faith efforts.